Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site. Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
It was reported that the patient underwent skin flap revisions on (B)(6) 2010 and (B)(6) 2011. On (B)(6) 2018 the patient was administered oral antibiotics, a topical steroid and an injectable steroid for the hypertrophic scar at the abutment site. The symptoms have reportedly since resolved as of (B)(6) 2018 and the patient is being clinically managed by their health care provider.